Manufacturer narrative:
The instructions for use (IFU) states that after initial advancement of catheter over the wire guide, pull back and peel away the straightener for catheter introduction. While no product or lot # were provided to assist in this investigation, based on physician report, it is probable that this event occurred due to procedural error and/or failure to follow instructions for use provided. We are continuing our monitoring of similar complaints.

Event description:
Sentinel event - a peel away component of a catheter introducer sheath was retained requiring further surgery to the pt. Pt attended the vascular lab in the medical imaging dept in 2009 for an endovascular aaa repair. CT a conducted the same day to review the graft for patency. Also identified and reported a retained foreign body. Pt was booked to have the retained catheter removed four days later. Retained catheter successfully removed that day, and pt discharged the following day.